Manufacturer narrative:
According to available information, this device remains implanted and in service. A replacement procedure will be performed in the near future. When the device has been returned, analysis will be performed and this event will be updated.

Event description:
Additional information was received. This device was replaced. No return of product is intended.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Event description:
According to available information, no return of product was intended, however two years later, this device has been received at the post market quality assurance laboratory.

Event description:
Boston scientific received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) displayed elective replacement indicators (eri) status. Less than one year earlier, beginning of life (bol) status was displayed. There was concern that the device reached eri earlier than expected due to a charge time greater than 17.9 seconds. No adverse patient effects were reported.